Manufacturer narrative:
The report # 3005372036-2018-00005 is associated with (B)(4), polident.

Event description:
It may have went down my throat and it was with the saliva [accidental device ingestion]. I tasted a little salty taste [taste salty]. It's been in here since the morning [device use error]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received denture cleanser (polident 3 minute) tablet (batch number 18a012rg0, expiry date unknown) for denture wearer. On an unknown date, the patient started polident 3 minute. On (B)(6) 2018, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced taste salty and device use error. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion, taste salty and device use error were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to polident 3 minute. The reporter considered the taste salty to be related to polident 3 minute. Additional information: adverse event information was received on (B)(4) 2018. Consumer posted, "I wear a by plate and I had it soaking in the polident and I just went over to it. It was not green or anything and usually it is green. It's been in here since the morning. I thought it was the water, I rinsed it quickly thinking it was in the water. It may have went down my throat and it was with the saliva. I didn't realize it was in the polident. I thought it was in water. When I put it in my mouth it had a little residue on it. I'm worried a little bit of that might have gone down my throat. I tasted a little salty taste and I didn't gulp it, it was what was left on the by plate." This report is resubmitted to capture corrections for the follow information that was received on (B)(4) 2018. The suspect product initially captured in error was polident 3 minute, however on review the suspect product has been corrected to polident 3 minute 84 count. The reporter considered the salty taste related to polident 3 minute 84 count.